Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the papilla during an endoscopic papillary dilation procedure performed on (B)(6) 2024. During the procedure, when this device was inserted through the forceps channel and dilated to about 1 atm, the liquid inside the balloon leaked out and it could not be dilated. According to the complainant, it seems that the balloon ruptured or had adhesive defects from the start since there was no resistance when it was inserted. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.